Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6). It was reported that a 30mm rigid saddle ring was implanted on (B)(6) 2021, on (B)(6) 2022 the patient had severe mitral valve insufficiency requiring mitral valve replacement. During procedure, parenchyma damage lung requiring drains. Post procedure, patient required inotropic for longer, but had normal tensions and diuresis. On (B)(6) 2022 fluid overload requiring oral diuretics. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of dyspnea, right-sided decompensation, anemia, mitral valve insufficiency, and parenchyma was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 medical device problem code: 2682 code removed.

Event description:
Clinical study patient ID: (B)(6). It was reported that a 30mm rigid saddle ring was implanted on (B)(6) 2021. The patient had decreased exercise capacity and dyspnea d 'effort with recurrent right-sided decompensation after mitral valve placement and anemia with low haptoglobin. On (B)(6) 2022 the patient had severe mitral valve insufficiency requiring mitral valve replacement. During the procedure, parenchyma damage lung requiring drains. Post procedure, patient required inotropic for longer, but had normal tensions and diuresis. On (B)(6) 2022 fluid overload requiring oral diuretics. The patient was reported to be in stable condition.